Event description:
Loop disintegrated during resection of fibroid. Remaining part of loop believed to be in pt. Pt undergoing hysteroscopic resection of fibroid. Fibroid resected when note by consultant that the end of the loop had disintegrated. Loop seen by consultant but unable to remove.

Manufacturer narrative:
The item has been returned for investigation and indications for a malfunction of the product have not been found. The electrode showed clear indications of being used and that the loop wire was manipulated manually. Eg, it was attempted to change the angle. The instructions for use (IFU) clearly states not to manipulate the loop. Furthermore, the IFU contains a statement that every electrode is subject to wear and tear even during normal use. Consequently, the IFU requires the user to inspect the loop for visible irregularities and not to use it if some are to be found. Due to being used under visual control via the telescope, the surgeon has direct control for the deterioration and can decide when to replace the electrode due to wear and tear. The case is considered a consequence of factors that are under control of the user with appropriate info and warning statements in place.